Event description:
It was reported that this programmer's battery failed to charge. Field representative tried a different battery from another programmer, however, it did not work. Additionally, this programmer only worked upon plugging in. This programmer is out of service. No patient involvement.

Manufacturer narrative:
Upon receipt, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was disassembled to isolate the defective components, a component of the carrier board was burn. When the carrier board was swapped out with a known good unit, the product defect disappeared.